Manufacturer narrative:
On 23-jan-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a varipulse¿ catheter and the patient experienced cerebrovascular accident. It was reported that after the case the patient had a problem with his vision and had a headache. The patient did an magnetic resonance imaging (MRI) and they found an ischemic lesion related to carotid dissection (this event approximately happened 10 days before the ablation case). However, the medical team also found a lesion in the hippocampus area potentially not related to the carotid but potentially related to the ablation case. The physician's opinion on the cause of the adverse event is a previous operation and patient condition. The physician doesn¿t think varipulse catheter was the cause of the adverse event. The problem can come from a previous problem from the patient. A MRI will be performed in 3 months. No intracardiac excessive microbubbles were observed via ultrasound or excessive impedance errors noted during the case. Patient was under general anesthesia. There was no evidence of char / thrombus / clot during the procedure. There were no issues with flow rate change at the start of ablation.